Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during initial testing; however, the device was put through extensive testing without duplicating the report. The defib connector was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.